Manufacturer narrative:
The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to his friend's coaguchek xs meter. The customer had tested on his friend's coaguchek xs meter at 5:50 p.m. And the result was 2.3 inr. The customer tested on his own coaguchek xs meter at 8:32 p.m. And the result was 1.8 inr. The customer's therapeutic range is 2.0 - 2.5 inr. No adverse event occurred. The customer feels well. The customer's meter and test strips were requested for investigation. Relevant retention test strips (lot 304971) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer's meter and two vials of strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor #1: reference meter and master lot strips: 2.1 inr, returned meter and customer strips (vial 1): 2.0 inr, returned meter and customer strips (vial 2): 2.1 inr. Donor #2: reference meter and master lot strips: 2.8 inr, returned meter and customer strips (vial 1): 2.9 inr, returned meter and customer strips (vial 2): 2.9 inr. The maximum difference between measurements with the same blood sample was 5%. Returned customer material and retention material comply with specification.